Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer took 5.0 units and now it is down to 300 mg/dl and she wants to know how to correct for it. The customer was referred to health care provider for carb counting resources, bolus wizard settings and to make sure she does not over correct for the current blood glucose as she is unsure how much insulin to take. Customer declined high blood glucose troubleshooting because she has been sick and had some panatone for breakfast and thinks combination caused the high blood glucose.